Event description:
It was reported that the patient experienced inappropriate shocks due to atrial tachycardia. The patient's medication was increased, and the implantable cardioverter defibrillator  remains in use. The patient is a participant in the (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were no anomalies found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the us. The event is being reported due to an alleged malfunction. (B)(4).